Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing. Furthermore, the rv lead exhibited decreased of pacing impedance. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.